Event description:
Per the clinic, the patient experienced dislodgement and extrusion of the internal magnet in (B)(6) 2005 (exact date not reported). This occurred subsequent to several episodes of mild trauma to the implant site. The patient was reimplanted with a new internal magnet one year after extrusion (exact date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.